Event description:
It was reported to tyco healthcare/kendall in 2005 that a customer had a problem with a sharp container. According to the customer a nurse received a contaminated needle stick. The needle punctured the container and stuck the nurse.